Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating the device was unable to discharge during clinical use. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A philips authorized service provider (asp) evaluated the device. The asp found that the operators did not know how to discharge using synchronous mode. There were no device logs or patient event files provided to philips to review. The asp retrained the operators and the device was returned to service. There was no malfunction of the device.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating the device was unable to discharge during clinical use. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.